Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s dog chewing the connection of the patient cable was confirmed. Visual inspection of the returned mobile power unit (serial number: (B)(6) revealed that the power cable connector had been completely severed from the cable, and there were a multitude of bite marks in the affected area. The mpu could not be functionally tested in the condition which it was returned, so the patient cable was first replaced. The repaired unit was then tested and found to perform as intended. Preventative maintenance was performed, and the serviced and repaired mpu was then returned to the customer site ready for use. The root cause of the reported damage was determined to be the patient¿s dog biting the cable. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the mobile power unit and the patient cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that dog chewed the connection off of the patient cable, per patient. The patient was provided a loaner mobile power unit (mpu). Mpu was planned to send back for repair or replacement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.